Event description:
Add'l info rec'd from MFR 3/29/01: device within specification.

Event description:
Pacemaker developed sensing diffculty and delivered inappropriate shocks. Device removed and replaced.